Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. Customer stated they do not have infusion set for testing. No blood glucose reading provided. Advised customer to call back to determine the cause of no delivery alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.